Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote nc balloon catheter and a stopcock. The balloon was loosely folded. Microscopic inspection revealed a kink in the hypotube 12.5cm from the strain relief, and kinks in the distal shaft 26cm and 27cm from the tip of the device. Functional testing was performed by inflating the device (balloon) to rated burst pressure (rbp), and the device held pressure without leaking for 5 minutes. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing a guide wire, a 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 15 atmospheres, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing a guide wire, a 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However upon the initial inflation at 15 atmospheres, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.